Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose up to approximately 400 mg/dl while using the ilet, which was later attributed to an infusion set applied with the needle guard still on, preventing insulin delivery, after which the infusion set and associated supplies were changed and meal announcements were confirmed. Symptoms included hyperglycemia without reported ketone testing or other clinical symptoms. Outcomes included prolonged high glucose that trended down after correction of the infusion set issue, with values decreasing into the normal range and no need for external assistance or medical intervention. Investigation included troubleshooting and user education regarding infusion set insertion and supply replacement. Investigation of this case revealed an infusion set deployment error leading to no subcutaneous insulin delivery, consistent with an infusion set or connector issue that resulted in sustained hyperglycemia until the set was correctly replaced. It was concluded, based on previously established findings for similar reports, that user setup error with the infusion set caused the event.